Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet system, with the caregiver attempting initial pairing without success and subsequently disconnecting the pump, toggling connections, and attempting re-pairing to restore sensor communication. Symptoms included no alerts or alarms related to the sensor or glucose values. Outcomes included temporary loss of continuous glucose data and the user plan to wait for reconnection before replacing the sensor if not resolved within 15¿20 minutes. Investigation included technical support troubleshooting and user education on sensor-pump pairing and reconnection steps. Investigation of this case revealed unsuccessful pairing on first attempt, with pairing status displayed and no alarm generation, suggesting a communication or connectivity issue between the sensor and responsible device. It was concluded that the event involved a sensor-to-pump communication failure with no reported clinical injury, and the user was advised to replace the sensor if reconnection did not occur. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.